Event description:
A consumer reports distorted vision and decreased near and far vision following intraocular lens ( iol) implant surgery. In a follow-up, the surgeon reports prognosis as " excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 03/10/2008 by fax and mail. A follow-up questionnaire was received from the surgeon. This report was mailed to FDA on: 04/01/2008.